Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and a cracked case near display window corners were noted during the visual inspection. The insulin pump alarmed for an unexpected restart after a battery change due to a faulty connector on the interface board. No alarm was noted for a random access memory error. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
It was reported that the insulin pump alarmed restart alert. Customer's blood glucose reading was 400 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.